Manufacturer narrative:
Note: product reference 4433742 is not cleared in USA, but it is similar to the product reference 5433742 cleared under #510k130576. Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. No other complaint was reported on this batch of access ports. Investigation: despide request, the device nor x-ray films were returned for evaluation. Conclusion: the description given be the complainant (catheter fracture in the subclavian region) seems to indicate that the catheter was crushed in the costo-clavicular space and repeated squeezing has led to the rupture of the catheter: it is a pinch-off syndrome. Only the examination of the x-ray pictures could allow us to confirm this hypothesis. The instructions for use warn the physicians against the risk entailed by placing the catheter via the subclavian route. This does not seem a device related incident. Consequently, no corrective action is envisaged.

Event description:
" Patient is admitted to the emergency room with a channeled, but closed, implantable catheter. The patient's family member refers that the catheter was channeled in the pediatric oncology emergency service in the afternoon shift and that the gauze has blood on it because, according to the report, the procedure was difficult. The patient is taken for a diagnostic examination by fluoroscopy with findings suggestive of an implantable catheter fracture in the subclavian region, and the patient is referred for pediatric surgery to remove the catheter tip."